Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer confirmed the eic leak and found the cause was due to the solenoid valves. Service replaced the two valves and that resolved the issue with the leak. (B)(6).

Event description:
Customer reported to beckman coulter customer technical support a leaking electrolyte injection cup (eic) and flowcell drain from their unicel dxc 800 pro synchron system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.